Event description:
The shaft was kinked and they were not able to advance a .018 wire to exit the tip. They had to use another g38481 to finish the procedure. If contralateral, was the bifurcation angle steep? Did not get into the patient, tried to load the .018¿ wire through the zilver ptx 6 mm x 100 mm outside of body wouldn't advance, there was a kink in shaft the drs. Tried to straighten it out with forceps. What was the access site chosen? Common femoral. Details of the access sheath used (name, fr size, length)? Raabe 6 fr x 55 cm. What approach was used to access the target site? Contralateral, no. What was the target location for the stent? Sfa, stent did not enter vascular. What artery was the stent placed in? Proximal sfa to proximal popliteal. Another zilver ptx 6 mm x 100 mm was placed not the kinked shaft one. It was also from the same lot number. What disease pathology was being treated? Mixed plaque. Did the stent delivery system cross the target location? No, used another zilver ptx stent- 6 mm x 100 mm that crossed using the same .018¿ wire what was the access site chosen? Common femoral had no baring on the wire initialing not passing through the wire lumen of stent. Was the patient's anatomy difficult or altered? Previous bypass, tortuous, calcified, altered, other (if other, please specify) no, some calcium, still had no baring with kink in wire lumen. Were any other defects (other than the complaint issue) observed on the delivery system prior to return? No

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions e1/f5 - phone number: (B)(6).